Event description:
Customer has 5 facilities using medhost software for their 5 laboratory information systems (lis's). They use duplicate patient ID's across the 5 sites. When a result is processed using a patient ID that has already been used, the patient demographics for the second instance may be overwritten with the patient demographics of the first patient. Using duplicate patient ID's across the enterprise is not recommended in the instrument manager user manual.

Event description:
Customer has 5 facilities using medhost software for their 5 laboratory information systems (lis's). They use duplicate patient ID's across the 5 sites. When a result is processed using a patient ID that has already been used, the patient demographics for the second instance may be overwritten with the patient demographics of the first patient. Using duplicate patient ID's across the enterprise is not recommended in the instrument manager user manual.

Manufacturer narrative:
It has been determined that this was a user error. This was not an instrument manager malfunction. The customer is unable to determine (or is unwilling to provide di with the information if they have determined) if any actual patient harm occurred. Based on the information provided to di, di cannot conclusively say that no patient harm occurred during the duration of time the system was misconfigured in this manner, therefore an MDR was filed per 21 cfr 803.